Event description:
Patient a) being prepared for femoral popliteal bypass (r). Preop tech was preparing patient with clippers. Patient received a small blood-tinged area on right-side of pubis.patient b) being prepared for (r) total hip arthroplasty sustained skin scrape from clipper while being prepared for surgery.manufacturer response for surgical clippers, care fusion sensi clip surgical clipper blade (per site reporter).======================we have a combination of care fusion and cardinal health handles for the blades (care fusion bought out cardinal health a while back).we contacted the care fusion regional director in our behalf.we visited with the regional director yesterday morning to discuss our patient safety issues with the current product.she is replacing all of our clipper handles with new replacements....13 for the or and 7 for surgery plus.she said that the lithium batteries in the handles only last about 2 years....we got the cardinal health handles in 2010.a care fusion rep will be on site all day tuesday and wednesday.reported to the regional director that staff was educated to do the clipping different than the care fusion education video shows the clipping of hair to be done and I have asked that this be addressed when the rep is here.reported to regional director that we need this resolved with no further patient injury or we would be pursuing another clipper.======================manufacturer response for surgical clippers, care fusion sensi clip surgical clipper blade (per site reporter).======================we have a combination of care fusion and cardinal health handles for the blades (care fusion bought out cardinal health a while back).we contacted the care fusion regional director in our behalf.we visited with the regional director yesterday morning to discuss our patient safety issues with the current product.she is replacing all of our clipper handles with new replacements....13 for the or and 7 for surgery plus.she said that the lithium batteries in the handles only last about 2 years....we got the cardinal health handles in 2010.a care fusion rep will be on site all day tuesday and wednesday.reported to the regional director that staff was educated to do the clipping different than the care fusion education video shows the clipping of hair to be done and I have asked that this be addressed when the rep is here.reported to regional director that we need this resolved with no further patient injury or we would be pursuing another clipper.what was the original intended procedure?surgical site preparation.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.